Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the event was not reported. On an unreported date, the patient was admitted to the hospital for the event. Treatment details and patient outcome were not reported. No information was provided regarding if dianeal therapy was ongoing. No additional information is available.